Manufacturer narrative:
Convatec in submitting this report as a result of remediation activities related to the FDA 483 issued april 16 2014. Device listed in this report is used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report received indicated pt had an abdominal wound and three open blistery areas under the wafer area. The product was used for several years without incident until several months ago. Prior to the receipt of this complaint the pt also experienced an ear infection. Pt skin care regime was discussed, including use of wipes around wound area. Report also noted pt was waiting on cultured results to determine next method of treatment for wound on abdomen. Further info regarding pt results were not made available.